Event description:
During a remote follow-up, it was observed that anti-tachycardia pacing (atp) therapy was provided by the device but was unable to terminate the ventricular tachycardia (vt). Technical support was contacted and provided reprogramming recommendations. The device was then reprogrammed to resolve the event. The patient experienced dizziness and is stable.